Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, all the keypad buttons did not respond to user inputs during testing. During testing, a bolus button leak was observed.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons unresponsive when pressed. There was no adverse event associated with this complaint.